Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of gel smearing was not observed. 4 retained samples were therefore drawn with horse blood, mixed, centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. None of the 4 retains had a gel smear on their inner walls. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd vacutainer® lh pst¿ ii plus blood collection tubes had air bubbles in their gel after the centrifugation. The following information was provided by the initial reporter, translated from (B)(6): "after centrifugation, there is residual glue in the gel displacement."